Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that IV tubing disconnected from pts cvl. Rn noticed that IV tubing had ripped few inches from distal end. Pump stopped and primary rn called for help. Chemo infusion was complete and the only chemo remaining was <11 ml in the tubing. Pt has few drops of blood leaking from cvl thru ripped tubing onto self and floor. Chemo spill kit brought and spill was cleaned up per protocol.

Manufacturer narrative:
Sample returned was inadvertently misplaced or thrown out. If the sample is located the investigation will be reopened. The root cause could not be determined because the sample was unable to be tested. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.